Manufacturer narrative:
The device and additional information have been requested but not yet received. The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly, an intraocular lens was removed and replaced intraoperatively due to a scratch on the center of the lens. The lens was replaced with a lens of the same model and different diopter. The incision was enlarged. The patient''s outcome is good. Additional event information has been requested.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.